Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-sep-2018 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment. The battery cap had stripped threads and was unable to secure to power on the pump. A test battery cap was able secure and the pump powered on. A 12-duration test was completed with the test cap with no power loss or rebooting duplicated.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.